Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. "No image" was confirmed due to bad rusted damage ccd pins. In addition, device evaluation found , unit failed water leak test from cable. Based on the results of the investigation, the reported complaint is confirmed, the device has image issues caused by a ccd with rust on its pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation of an unspecified procedure, when opening the camera tray, the camera was dropped and hit floor; it was plugged it in to see if it was damaged and it showed no power, no image. There were no reports of patient harm.

Event description:
It was reported, during preparation of an unspecified procedure, when opening the camera tray, the camera was dropped and hit floor; it was plugged it in to see if it was damaged and it showed no power, no image. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.